Manufacturer narrative:
(B)(4). If additional pertinent information becomes available, a follow up report will be submitted.

Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): on last (B)(6), was preparing to make a spinal anesthesia (raqui anesthesia) to a sick obese pt with a pencan g27 needle with introducer - a routine and usual procedure - which would be subjected to an intervention by plastic surgery, including a lift of the thighs. When making the puncture and once the pt was extremely obese, it could not immediately detect the apophyses and had to remove the needle along with the introducer. When removing, something strange was felt (resistance was not detected), when it was found that part of the needle has stayed in the pt. Due to this, the pt was immobilized and a small plastic surgery to remove part of the needle which fortunately was in fatty tissue of the pt was performed. On the same day, the pt did the plastic surgery, but with gen anesthesia. She therefore left the bloc with an additional scar on her back.

Manufacturer narrative:
(B)(4). We received one used pencan 27gx4" (103mm) m. Fk-EU/ap/sa in open packaging. The received sample was visually examined. The pencan cannula is broken off approx 50 mm from the cannula tip. The structure of the break of the raw cannula shows that the cannula was bent before the break. The cannula was bent repeatedly in the area of the fracture, causing the crack of the cannula. The broken off part with the cannula hub was not handed over by the customer. The cause of the event is most likely problems during application and we consider the complaint to not be justified. We have informed our MFR accordingly. A follow up report will be provided after the statement is available. (B)(4).